Event description:
Reporter indicated that vns pt had passed away. The pt reportedly experienced worsening seizure activity prior to death; however, exact cause of death is not known. There is no evidence at this time that the vns therapy system caused or contributed to the reported event. Report is incomplete because no response has been received to MFR's requests for additional info from caregiver at long term care facility where the pt resided (via fax x2).

Event description:
Product analysis of the pulse generator was performed. Product analysis summary: there were no visual anomalies identified or observed. The pulse generator is operating within the manufacture's final electrical test specifications. The pulse generator did not show any condition that would have contributed to the patient's death. Product analysis of the concomitiant device (lead) was also performed. Product analysis summary: the entire lead was not returned. The returned lead portion and the conditions of the lead portion returned are consistent with conditions that typically exist following an explant procedure. The connection between the setscrew and lead pin showed evidence that, at one point in time, proper mechanical and electrical connection contributes to the patient's death.

Event description:
Death certificate was received. The death certificate listed immediate cause of death as status epilepticus, other significant conditions contributing to the death but not related to the cause its brochopneumonia. Manner of death is listed as natural.